Event description:
It was reported that the drill started to smoke during the first use during an in-service. There was no report of patient or user injury.

Manufacturer narrative:
(B)(4). The product analysis is not available as the product was not returned for evaluation. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.